Manufacturer narrative:
The reported complaint of a stick down could not be confirmed. Without the return of the sample or photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a device history review will be performed.

Event description:
The event involved a 7" (18 cm) appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer where the customer was reported that they had 2 occurrences of split septum that failed to rebound. It unknown if there was patient involvement; harm was not reported as a consequence of this event.